Event description:
During the procedure, the surgeon noticed that the asterisk indicator was taking a long time to drop. Sales representative found that the shim on the cutting arm was loose. Surgeon used sutures to effect a seal.